Event description:
It was reported that the infusion set connector was not locked properly, which allowed the cartridge to come out of the ilet and interrupted insulin delivery; the user disconnected, performed a rewind, confirmed drops, applied a new infusion set, and successfully resumed insulin delivery using flex. No reported symptoms or adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user handling of the infusion set and connector as the likely cause of the deployment and attachment issue, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.